Event description:
A renal patient generated a falsely elevated architect magnesium (6.5 meq/l) on a sample that repeated normal (2 meq/l). No patient information is known. No impact to patient management was reported.

Manufacturer narrative:
High test results; no consequences or impact to patient. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect magnesium, list (B)(4) to architect c8000, list (B)(4). This event was resubmitted under the manufacturer report number 1628664-2011-00735 to reflect the correct site of manufacturer for the suspect medical device evaluated, architect c8000, list (B)(4).